Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bs repliform were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with hysterectomy followed by dissection of the anterior vaginal wall due to sui and anterior/posterior repair. The patient experienced pain, extrusion, recurrence, infection, urinary problems and dyspareunia. It was reported that the patient underwent mesh excision, posterior colporrhaphy, cystoscopy and hydrodistention on (B)(6) 2012 due to mesh exposure, rectocele, urinary frequency and detrusor instability. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.